Manufacturer narrative:
(B)(4). The device was return to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed messages) but did not reproduce the "does not recognize a closed door". The device was found to be out of specification due to the force required to close the door being above the expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. Any patient injury or involvement is unk.